Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate erratic results. The reporter obtained blood glucose values of 267, 325, 417, 533, and 278mg/dl on the same lifescan meter within 20 minutes. This complaint is being reported for the following reason: based on statistical methodology, the variation between the results (31%) exceeds the maximum acceptable value of 20% variance between readings taken on the same meter within 20 minutes of each other. The reported results did not meet lifescan's acceptable precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.